Event description:
It has been reported to philips that the device did not start normally. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start normally. Review of the log files didn't confirm the reported failure. The fse checked the system and found that there was a failure in the unit that supplies power to the control board inside the main cabinet. The fse replaced the defective power tray to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.